Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-95331.

Event description:
It was reported that the customer was hospitalized due to the low blood glucose levels. The blood glucose reading was 21 mg/dl. The customer requested assistance with programming the insulin pump. She also reported that she had high blood glucose levels, for which she treated with manual injection. The high blood glucose reading was unknown. No further assistance was necessary. Nothing further reported.